Manufacturer narrative:
(B)(4). This record was filed on behalf of the legal manufacturer, (B)(4). The device manufacture date is not known. Alleged failure: meniscus repair- opened box and noticed hole in peel pack, didn't use. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be severe shipping conditions. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported there was a breach in the sterile barrier packaging.

Manufacturer narrative:
(B)(4). This record was filed on behalf of the legal manufacturer, ivy sports medicine, llc the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was a breach in the sterile barrier packaging.